Manufacturer narrative:
Eval summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause cannot be determined. Additional info was requested on 12/02/2011 and 12/13/2011 by phone, fax and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A surgeon reported a pt with a refractive surprise following intraocular lens (iol) implant surgery. Additional info has been requested.